Manufacturer narrative:
In an effort to investigate the event further, the date after becoming aware of the incident, dispo-med took immediate action by (1) putting all product on hold; (2) completing 100% inspection of its inventory; (3) performing a 100% accounting of the lot containing the defect; (4) notifying its t-connector previous supplier of the incident; (5) contacting new supplier of t-connector to make them aware of the defect; and (6) requesting the unit back for further evaluation. No additional defects were found after the manufacturer completing its 100% inspection of inventory and accounting for the lot. As part of the investigation and as discussed with the t-connector's supplier, the root cause for 2016 manufacturing lot defect resulted from a processing issue where additional material flowed into the cavity creating the obstruction. The manufacturer has a new supplier for the t-connectors and has determined that this was an isolated incident specific to the prior supplier and to the april 2016 manufacturing lot, with no other product being affected as only one complaint of this nature was received. Therefore, despite the fact that there was no patient injury, the manufacturer is simply responding to the medwatch (mw5077847) to provide the results of its investigation and confirm that this was an isolated incident, as only one complaint of this nature has been received and the defective part is more than two (2) years old.

Event description:
As outlined medwatch (mw50778747), received by the manufacturer on june 25, 2018, the initial reporter indicated that while "attempting to wean patient off of ventilator, with the t-piece adapter placed, the patient began having respiratory distress. The t-piece adapter was completely obstructed except for pinhole, which obstructed the lumen and airflow." On june 26, 2018, the day after becoming aware of the event, the manufacturer's representative made contact with the initial reporter at cheyenne regional medical center. During this call, the initial reporter provided additional details related to the event: "the patient was a "lung patient" who had been on a ventilator in the facility multiple times. The clinician immediately noticed there was an obstruction and replaced the t-connector with no issues." Despite the initial reporter's selection of "serious injury" on mw50778747, it was confirmed that there was no patient injury and this selection was made as there was no other appropriate option in her opinion." Since the incident, the facility has 100% inspected the remaining inventory and next order and no additional defects were found. It's the manufacturer's theory that the hospital did not rotate inventory in their bin system and this single unit remained from the 2016 lot. The manufacturer has determined that the defective part was manufactured in april 2016, indicating that the t-connector is more than two (2) years old.